Event description:
It was reported that no capture, high pacing threshold and high lead impedance was observed on the rv lead. The patient was asymptomatic. Lead was capped and replaced on (B)(6) 2017. Patient remained asymptomatic.